Event description:
Pt undergoing mitral valve replacement using a 23mm st jude master's series standard mechanical valve (model 23mj-501, serial # (B)(4)). When attempting to change orientation, the valve handle was removed and one of the leaflets was found to be missing from the valve. The leaflet was not identified after both physical and radiological exams. The valve had been properly inspected prior to usage and both leaflets were intact. The pt remained stable and the procedure was completed using a new valve. FDA safety report ID # (B)(4).